Manufacturer narrative:
On september 26, 2023, mentor received additional information regarding the event. It was reported that the patient underwent device explantation on (B)(6) 2016 and the device was replaced with an unknown saline breast prosthesis. The report has been updated to reflect the latest additional information. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 08, 2023, mentor received clarification regarding the patient's event/s. It was reported that the patient had undergone device explantation on (B)(6) 2016 and replaced with the device containing serial number (B)(6) . Since the device that was implanted in (B)(6) 2016 is unknown, the device information for this event has been updated in section d to reflect an unknown saline breast prosthesis to capture the patient's first event. The date of event has been removed as this date is unknown. Please see manufacturer's report number 1645337-2023-12279 for documentation relating to the patient's second event with breast prosthesis serial number (B)(6) . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor smooth round moderate plus profile 450cc and experienced left deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.